Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer found the station not fully powering on due to a failed drawer controller board in 4.2. The board was tested with a multimeter, reading 0.7 ohms, and subsequently replaced. After reassembly, the station was powered on, successfully booted into the application, and verified in diagnostics prior to acceptance testing. The customer then tested the drawer with their inventory account, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not turning on and the rss was offline. The user had already checked the cables. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.